Manufacturer narrative:
(B)(4). Manufacturing date for the device is apr 2014. The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The evaluation of the returned homechoice device was completed. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing. A manual volumetric accuracy test was performed, and fluid was transferred above specification limitations. After 2 full warm up cycles, the device was able to pass a volumetric accuracy test after the proper temperature was noted. Further inspection of the door assembly identified that insufficient copper mesh was making contact with the thermal compound within the device¿s vsx chambers. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the issue was due to the copper mesh pads making insufficient contact with the thermal compound in the vsx chamber. The copper mesh pads were scrapped, and the device was sent for servicing. A CAPA was initiated to investigate the inaccurate fluid reading issue. Should additional relevant information become available, a supplemental report will be submitted.